Manufacturer narrative:
B3: date of event is unknown h6 evaluation codes: updated h3: updated one infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition but had a non original equipment manufacturer power cord. The device?s event history log was reviewed for evidence of the reported problem, ?primary audible alarm bgnd? Found in the log. To conduct functional testing to device was powered up and had an occlusion test performed. Upon testing, the reported problem was unable to be duplicated. The device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: health effects corrected.

Manufacturer narrative:
Other, other text: d4 (UDI) and g5 are unknown; no further information provided at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was giving random errors. No patient injury reported.